Event description:
It was reported that the patient has been having increase in seizures in the last 2 months. It was noted that after vns was implanted ((B)(6) 2020) the patient was seizure free for almost a year. No additional relevant information has been received to date.